Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing / short of breath . There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing / short of breath . There was no report of harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown contamination at the air inlet and the bottom of the blower box. Black and brown specks in the bottom enclosure unknown white dust-like contamination was on top and bottom of the blower motor and the blower motor seal. Missing air inlet filter .operates out of the pressure range specification by 4 cmh2o.pil was able to confirm the device operates outside the pressure range spec. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.